Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot# unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, ubd:unknown , UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with a basic evaluation trial device to treat urge incontinence; the trial began (B)(6) 2019. It was reported the trial patient mentioned she believes her lead has moved, as she can feel the lead on the right side now, where she was unable to after her procedure. Patient status was reported as alive ¿ no injury. No further complications were reported or are anticipated.